Manufacturer narrative:
Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The user facility reported the machine did not alarm and blood loss occurred. The venous line was reported to not be a fresenius product however the manufacturer is unknown. It is also unknown if the venous line was visible during treatment. Additionally, the user facility declined to provide details of the event. Currently, patient demographics and exact blood loss or status of the patient has not been provided. We are filing the MDR as a serious injury to document the event. A supplemental report will be submitted when the plant investigation is complete.

Event description:
The user facility reported that the venous line from patient's catheter disconnected. Dialysis machine did not alarm, and there was blood loss.